Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
The patient reported having an elevated heart rate up to 191 bpm for about 30 minutes, maybe bottoming out after that but the patient still felt a little tight in the chest. The patient reported an intent to visit the emergency room. Follow-up with the physician's office did not yield any additional relevant information regarding this event. The device remains in use. No further patient complications have been reported as a result of this event.